Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. A movement of the arm without anybody touching the arm was reported. The pedal was pressed and the pointer 31 was mounted. There was no patient/user impact reported.

Manufacturer narrative:
The initial reporter address was reported wrongly in section "initial reporter name and address". Changed to: (B)(6).

Manufacturer narrative:
A number of interventions have been performed to identify the root cause, we have determined that the replacement of the force sensor controller stopped the robot arm drifting. This may be potential root cause. The initial reporter address was reported section "initial reporter name and address". Changed to: (B)(6).